Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and a sling was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying, incontinence, nocturia, frequency, overactive bladder, and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2010, (B)(6) 2011 the patient received lumbar steroid injection due to lumbar degenerative disc disease with radiculopathy and disc protrusion.